Event description:
The customer called to report that he was hospitalized due to high blood glucose levels, vomiting and extreme dehydration. The reported blood glucose reading was 475 mg/dl. The customer stated that the insulin pump had been alarming with motor error and no delivery all week. Troubleshooting was performed, and the insulin pump alarmed no delivery during the displacement test. Advised the customer that the insulin pump would be replaced due to the repeated alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.